Event description:
The patient underwent a diagnostic laparoscopy with incidental excision of gastric leiomyoma. This required enlarging the infraumbilical port site to remove the specimen and site was closed with synthetic non-absorbable suture. Post operatively, the patient was taken back to the operating room for fascial dehiscence. It was noted that the suture knots had untied. Clinician opines that that he may have tied "granny knots" rather than square knots.